Event description:
According to the info rec'd, this valve was explanted due to "possible" infection of the sewing cuff and pv leak with dehiscence at the junction of the left coronary and non-coronary cusps. The valve was replaced with a sjm 25as-601. In 2000, the pt was admitted with pneumonia, blood cultures positive for staphylococcus and "possible sub-acute" endocarditis. The pt subsequently expired 2 months later; however, the cause of death is unknown at this time. Add'l info has been requested.